Manufacturer narrative:
.

Event description:
It was reported that during a tonsillectomy/adenoidectomy procedure using a coblator ii controller, the surgeon alleged that the device's stength of power decreased near the end of the procedure. The procedure was completed using regular suction. The patient experienced some post operative bleeding. No additional patient complications were reported as a result of this event.

Manufacturer narrative:
The customer¿s complaint could not be verified and a root cause could not be determined in association with the subject controller, as the device functioning as intended when tested. The alleged failure could not be duplicated during functional testing, however the concomitant devices associated with this complaint event were not returned for evaluation. It is possible there was an issue with one or more of the concomitant devices that may have had an impact on what the customer observed during the complaint event. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event includes: 1. Overuse of the concomitant wand resulting in diminished function of the electrodes. 2. Insufficient saline flow to the surgical site resulting in a weaker plasma field produced by the concomitant wand. 3. Surgical technique of the user at the customer¿s facility. 4. An issue with one of the concomitant devices in use at the time of this complaint event. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.